Event description:
Please see the following related MFR report: MFR (B)(4) for lifeband.

Manufacturer narrative:
The reported complaint of "the lifeband wouldn't retract and tighten the patient" was confirmed during the archive data review but not during the functional testing. No device malfunction was observed during the testing and the autopulse platform (sn (B)(4)worked as intended. The root cause for the reported complaint was due to the damaged lifeband. The spreader link of the lifeband got detached from the lifeband belt, probably caused due to a latent material defect. Upon visual inspection, unrelated to the reported complaint, observed crack on the front cover. The cause for the physical damage was due to normal wear and tear. The front cover was replaced to remedy the damage. The autopulse platform is a reusable device and was manufactured in 2007 and is 12 years old, passed the expected service life of five years. Therefore, this type of physical damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of multiple user advisory (ua) 18 (max take-up revolutions exceeded) and ua07 (discrepancy between load 1 and load 2 too large) error message on the reported complaint date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the ua. In this case, the possible cause for the ua18 and ua07 error messages was due to the damaged lifeband. Load cell characterization test indicated both cell modules are functioning within the specification. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, the crew observed that the lifeband wouldn't retract and tighten the patient. Following that the lifeband got broken. No additional information was provided. No known impact or consequence to patient information was provided. Please see the following related MFR report: MFR 3010617000-2019-00745 for lifeband.